Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned, no investigation could be completed. This report will be updated if the pump is returned to mmdg for investigation.

Event description:
The initial reporter states that the pump "would not hold charge on bt2" battery. When mmdg followed up with the initial reporter and they stated that the auxiliary alarm did not work because of the failed battery. The initial reporter also stated that this occurred during testing and no patient was involved. (B)(4).